Event description:
Additional information: it was reported that the patient had been seeing a health care provider every 3 months to attempt a programming of the device. It was noted that the patient¿s feet got progressively worse over time. The programming sessions continued to increase stimulation, but this made walking worse. The patient was unable to lift her feet off the ground; they were pinned down. The patient was feeling depressed, and the device was ¿aggravating [the patient¿s] brain.¿ the ¿old¿ settings were put back on the device, but they didn¿t work well for the patient. The device was currently off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect and that the patient has had no relief despite having gone through two implants. Additional information received reported that the device did not work. The patient reportedly had effect at one time for 2 days and then "it quit." It was noted that the patient was taking too much dopamine to have the device work well. It was also noted that the device was not helping with the patient parkinson's and it was aggravating the patient's movements and making them worse. The device reportedly did nothing so the patient's health care provider (hcp) advised her to keep it turned off. It was also noted that the device gave the patient anxiety. The device was reportedly off for 2 years. It was noted that symptoms began after the second surgery in 2008. The leads were reportedly put in the correct position during the second surgery but it still did not work. It was noted that the patient wanted to find a doctor to reprogram stimulation to get it to work. Additional information has been requested but was not available as of the date of this report. Please refer to manufacture report #3004209178-2013-07818 for information on a related device.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3387s-40, lot # v061216, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v061216, implanted: (B)(6) 2008, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator. (B)(4).